Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dfc system. During a patient procedure, the user reported dark images followed by no image when the tube was angled during a case. The patient was considered very high risk prior to the exam start and passed away during the procedure. At this time, it is not known if image quality issues were a contributing factor in the patients death.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation confirmed a defective x-ray-tube-assembly (xta) and the xta was not voltage proof in the range of 125 kv/380 ma. A small crack in the glass housing of the anode site could be identified. Leaky glass housing leads to a decrease of the insulating vacuum inside the tube or at least a contamination of the same. This in turn leads to x-ray-tube arcing and in a final state to no availability of x-ray respectively to the error described in the complaint. The tube has been exchanged on site by the local service organization and the error did not recur since. The manufacturer is not considering further actions resulting from this event because no error burst has been recognized.